Event description:
The customer called and stated that a viewsonic vg930m lcd flat panel display (used with their acuity centralized pt monitoring system) was not working and the screen was blank. The customer stated that they needed a new one. There was no report of any pt harm as a result of the indicated event. The reporter provided no pt information.

Manufacturer narrative:
The item has not been received for eval.